Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons on an unspecified date. All components of the existing ipp were explanted and replaced with a new tactra. It was later notified that the explant held a causal relation with wound dehiscence.